Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported false positive flu b result for (B)(4) asymptomatic patient. The facility reported the result after reviewing two month's of influenza data and comparing it to the local prevalence rate. Most of the flu b results were confirmed negative by pcr.